Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. It was reported that an altitude alarm occurred. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level ranged from 345-403 mg/dl, which was addressed with manual injection. It was confirmed that the customer will continue using the pump until the replacement pump arrives.

Manufacturer narrative:
No failure identified for the insulin gauge issue.